Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported pt or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the corrosion on the driveshaft and worn bearings. Both of those parts were replaced along with the driveshaft and other components. Service repaired and returned the device to the customer.